Event description:
It was reported that there were inaccurate urine output measurements of 2 ml¿s seen on pediatric patients often around 4kgs. Nurse stated that they have been told about this inaccuracy for the small infants on the sensica device. It was stated that for a 3-4kg infant, about 2ml can be a significant amount of urine output.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as 2 ml is within specifications of the device. Per IFU, the specification for accuracy is 5% or +/- 2 ml, whichever is greater. Nurse stated that they have seen or been told about this inaccuracy for the small infants on the sensica device. It was stated that for a 3-4kg infant, about 2ml can be a significant amount of urine output. All good faith attempts have been made to obtain additional information. The outcome of the repair could not be determined at this time. The serial number was unknown; therefore, the device history record could not be reviewed. Labeling review was not required as the reported event is unconfirmed. Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were inaccurate urine output measurements of 2 ml¿s seen on pediatric patients often around 4kgs. Nurse stated that they have been told about this inaccuracy for the small infants on the sensica device. It was stated that for a 3-4kg infant, about 2ml can be a significant amount of urine output.